Manufacturer narrative:
No RMA has been issued for the return of this cane. The drug store will contact invacare upon receipt of the device so that it can be sent back for evaluation. The consumer is a (B)(6) female who stands (B)(6) tall and weighs (B)(6). The consumer's medical condition and stability for using the quad cane are unknown. The consumer's medication regimen is unknown. The floor, carpet or tile conditions are unknown. Obstructions on the floor or in doorway thresholds are unknown. The consumer fell back after answering the door. Her fall was back onto a sofa. It is unknown if the consumer fully read and understands the user instructions part no 1148069 provided with her quad cane. The following warnings are provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Each individual should always consult with their physician or therapist to determine proper adjustment and usage. Check rubber tip for rips, tears, cracks or wear. If any of these conditions exist, replace rubber tip immediately. The canes are not designed to support the total weight of an individual. Snap button or double button must be fully engaged and protruding through the height adjustment hole on the cane to ensure a positive lock. An audible "click" will be heard. Make sure that the can handle is properly and securely locked in place before using. When using a quad cane, all four legs must be in contact with and perpendicular to the walking surface. Make sure that the longest/or flattest portion of base is closest to foot - otherwise, injury or damage may occur. It may be necessary to adjust the cane for a right or left hand user. If the cane is used in any other way, cane damage and/or personal injury may occur. Extra care should be exercised when walking on a slippery or wet surface. After adjustment and before use, make sure that the cam lever is locked in place."

Event description:
The consumer states while she was using the cane, it allegedly became unstable, causing her to fall. No serious injury is alleged.